Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/58 years old. One patient required immediate cardioversion due to hemodynamic instability. One patient had induced ventricular fibrillation (vf) which was successfully terminated with external defibrillation. Both patients had their implantable cardioverter defibrillator (ICD) generators replaced. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: permanent damage to implantable cardioverter-defibrillators during left-sided septal ventricular tachycardia ablation using a lattice-tip catheter: a case series circulation: heart rhythm. 2026 https://doi.org/10.1016/j.hrthm.2026.01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding two case studies with patients having permanent damage to another manufacturer's implantable cardioverter defibrillator (ICD) generator after ventricular tachycardia (vt) ablation in the left ventricle (lv) with the lattice-tip catheter. In the first case study the patient required immediate cardioversion due to hemodynamic instability. Immediate post-ablation ICD interrogation showed an out-of range impedance value of all leads and intermittent non-physiologic signals on the sensing channels of all three leads. Additionally, an increase in pacing threshold of all leads was noted. It was suspected there was permanent damage to the ICD generator so it was replaced. Manufacturer analysis of the electronic module of the ICD generator revealed that adiode and a transistor within the high-voltage protection circuitry of the pace-sense channel were found to be damaged. In the second case, radiofrequency ablation in the lv apical inferoseptal area (just opposite of the ICD lead in the right ventricular (rv)) induced ventricular fibrillation (vf) which was successfully terminated with external defibrillation. Interrogation of the ICD revealed continuous non-physiologic signals on the ventricular channel with a normal impedance value, and it was suspected there was a device malfunction. The ICD generator was replaced. Manufacturer analysis revealed a diode and a transistor within the high-voltage prote ction circuitry of the pace-sense channel were damaged. The status of the device is unknown. No additional adverse patient effects were reported.